Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation reported as deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles. Leak test was performed, and no leakage was found. Visual analysis of the returned device identified: crease flat and device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located) a microscopic analysis was performed which identify no openings observed in the device. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.